Event description:
The account alleged the bed will not send a nurse call. He can hear relay and has already tried replacing the communication cable.

Manufacturer narrative:
Repairs have not been completed.